Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2016; 419488 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room after receiving twenty one inappropriate shocks due to oversensing noise on the right ventricular lead. The ventricular fibrillation detections were turned off and the patient was referred to their following physician. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.